Event description:
The right ventricular lead was was explanted and replaced. The replacement was successful. The patient was doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the a perforation was noted due to the patient's right ventricular lead. A lead revision was scheduled but cancelled as the patient decided to get a second opinion and subsequently changed hospitals. Further information was not available. The patient was stable at the time of the event.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.